Event description:
It was reported that an asymptomatic patient presented in operating room for initial implant. During the procedure, the pulse generator exhibited high pacing lead impedance and no capture on the right ventricular channel. A new device was used and measurements were appropriate. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported field event of high pacing lead impedance and loss of capture were not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.